Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, after loading the filter into the delivery catheter (dc) pod using the torque device and during removal of the nav6 from the tray, it was noted that the tip of the dc pod was separated. There was no patient involvement and no clinically significant delay in the procedure. Another same size device was used in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. The investigation was unable to determine a cause for the reported damage to the delivery catheter pod. It may be possible that the damage occurred during preparation or removal from the loading tray; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.